Event description:
Legal claim received alleging that the patient suffers from pain and excessive levels of chromium and cobalt. Update: (B)(6) 2013 - sales rep reported revision surgery. Patient was revised to address pain, cup loosening, and corrosion. The adapter sleeve and femoral stem are now being added to the complaint. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.